Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve implanted for 5 year and 3 months, is being evaluated for a redo aortic valve replacement procedure due to valve dysfunction with leaflets appearing abnormally thickened, severe stenosis and traces of regurgitation via tte review. No decision made. Not currently scheduled. Patient presented with exertional chest tightness, and sob, assessed in chronic chf nyha class ii. Per medical records: patient is scheduled for redo avr/ ascending aorta replacement on (B)(6) 2021.

Manufacturer narrative:
The subject device availability is in progress for its evaluation.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve implanted for 5 year and 3 months was explanted due to severely degenerated, valve dysfunction with leaflets appearing abnormally thickened, severe stenosis and traces of regurgitation via tte review. Patient presented with exertional chest tightness, and sob, assessed in chronic chf nyha class ii. The device was replaced with a 21mm non-edwards aortic mechanical valve. The patient tolerated the procedure well and was transferred to the cardiac intensive care unit. The patient was discharged to home on pod#5. Per medical records: initial intraoperative tee findings: the prosthetic aortic valve was severely degenerated. Patient additionally went through an ascending aorta replacement.

Manufacturer narrative:
H3 device evaluation: customer report of degeneration, thickened leaflet, and stenosis were confirmed. Report of regurgitation could not be confirmed due to valve condition as received. X-ray demonstrated wireform intact and moderate calcification on all three leaflets. Extrinsic calcific deposits were observed on the outflow surfaces of all three leaflets. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 12mm on leaflet 3 at the inflow aspect. Host tissue overgrowth on the stent circumference was moderate at inflow aspect and minimal on the outflow aspect. Host tissue overgrowth and calcification restricted leaflet mobility and led to stenosis.as received, all three leaflets had cuts of approximately 4mm x 10mm on leaflet 1, 3mm x 2mm on leaflet 2, and 3mm x 5mm on leaflet 3. Leaflet 3 also had a cut that extended approximately 13mm down the leaflet. The cuts had smooth and straight edges; cut out leaflet fragments were not returned. Most of the valve sewing ring was cut off around the valve and exposed the metal band on the inflow aspect. Cut off sewing ring fragment was returned as part of returned conduit and appeared to match up with valve. Wireform was also exposed around leaflet 3 on the outflow aspect. Multiple suture fasteners remained attached to the remaining sewing ring around the valve.updated sections: d4 expiration date, d9, g3, h2, h3, h4, h6 device code(s), type of investigation, investigation findings, and investigation conclusions.the device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying.through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.